Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high thresholds. Physician chose to remove and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model: 5076-52, lead; implant: 2014 (B)(6). (B)(4).